Event description:
Report received of a programming error. The medication and pump parameters were unspecified. The customer reported that the pt did not experience any adverse effects. Though requested, there was no further info available.